Event description:
According to the initial information received, a 6f amplatzer torqvue delivery system sheath (dtv45) was used to implant a 10mm amplatzer septal occluder (aso) in a complex case for this (B)(6) patient. The aso had to be recaptured but the 6f dtv45 sheath tip became "crumpled" so the aso could not be retracted. The 6f dtv45 was removed, the 10mm aso was left in situ attached to the delivery cable and a 7f dtv45 was placed. The aso was successfully retracted with difficulty using the 7f dtv45 then a 12mm aso was attempted also using the 7f dtv45 sheath. However, the 7f dtv45 sheath tip also became "crumpled." The 12mm aso was retracted and removed using the 7f dtv45. The procedure was abandoned and the patient will be referred for surgery although the timing is unknown as the patient also is awaiting a liver transplant.

Manufacturer narrative:
Upon receipt of the amplatzer torqvue delivery system (sheath, dilator, loader, and delivery cable), the components were decontaminated and examined; the sheath tip was found damaged. The cause of the sheath tip damage is consistent with high retraction forces during device recapture. A test, 10mm aso was loaded into the loader, handed-off to the sheath, advanced, deployed, and recaptured without issue. The aso used in the event was not returned and could not be analyzed with the delivery system. Testing confirmed the product was returned functional. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Our investigation was able to confirm the performance described; however, the cause and timing of the damaged sheath tip - likely the result of high retraction forces during device recapture - could not be conclusively determined since the product met specifications prior to shipment.